Event description:
It was reported that the patient received two inappropriate shocks due to oversensing of lead noise. It was also reported the episode was atrial fibrillation with rapid ventricular response which was detected as ventricular fibrillation. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.